Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, ubd: , UDI#: h2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed. There were 2 session of application logs present on the issue date. First session captured "ptreader error" during o-arm exam transfer. Suspeced due to the "ptreader error" the exam transfer got failed. Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the site did two navigated scans and none of them had a navigation tag on the system and it would not transfer over. On the navigation system, they had three green bars. No known impact to patient outcome. There was a surgical delay of less than one hour. Troubleshooting was performed after the case, a reboot of the system resolved the issue.